Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-mar-25 regarding a patient receiving unknown medication (dose and concentrations unknown) via an implanted infusion pump. It was reported that the patient's catheter appeared to be disconnected or fractured. A dye study showed filtration of dye behind the pump and not in the cerebrospinal fluid (csf). No interventions were performed until the catheter revision scheduled for (B)(6) 2020. The issue was unresolved at the time of report and the patient's status was alive - no injury. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s weight at the time of the event was (B)(6). The explanted device(s) would not be returned for analysis (reason not specified) and the nature of the catheter issue was not confirmed. No further complications were reported.